Manufacturer narrative:
Root cause of the problem is unknown as customer declined service since this was an isolated event. As of (B)(6) 2011, customer has not contacted beckman coulter regarding any further issues. (B)(4). Customer declined service.

Event description:
Customer called on (B)(6) 2011 stating that 10 cuvettes on the cartridge chemistry (cc) side had failed water blank test on a unicel dxc 600 synchron system. While troubleshooting for this issue, customer technical support (cts) asked customer if they have had any erroneous results generated due to the cuvettes failed water blank test. Customer stated that there was none but mentioned that in the previous week they had erroneously high k result of 6.2 mmol/l for one patient sample who previously had a result of 4.5 mmol/l during her last hospital visit. Customer had reflex set up to perform a critical rerun and obtained a matching 6.2 mmol/l for the critical rerun. Customer stated that the qc was within specification, calibration had passed and the patient sample was not hemolyzed. Customer is also running twice weekly maintenance on tuesday and thursday using bci solution. Customer stated that the results were reported out of the lab and patient was admitted to the emergency room. Patient was drawn three to four times at the ER lab and the results obtained were 4.9 mmol/l and 4.7 mmol/l of k, both of which were within normal range. Patient was then released from the hospital and no treatment was given. Customer had declined service since this was an isolated event. As of (B)(6) 2011, customer has not contacted beckman coulter regarding any further issues.